Manufacturer narrative:
Date of report: 17jul2019. Date rec'd by MFR: 16jul2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was due to the defective u1 on the air flow sensor (pcba) printed circuit assembly created the air / oxygen(o2 ) flow accuracy and oxygen (o2) accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. The manufacturer¿s international service technician confirmed the reported oxygen concentration issue and replaced the flow sensor assembly to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test. There was no patient involvement.